Event description:
It was reported that the device had unexpected battery longevity because it lasted less than five years. The device was explanted and replaced. It was also reported that the right atrial lead was not capturing and had low impedance. During the revision procedure, insulation damage was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4092-52 lead, implanted (B)(6) 2002. (B)(4).